Event description:
Initial test was performed on trainer's lot (312522) yielding 5.6. Second test performed using pt's lot (315108) yielding 2.1. Repeated test was then performed over the phone using pt's lot again (315108), yielding 2.0. Pt's therapeutic range was not provided.

Manufacturer narrative:
Investigation pending.